Event description:
It was reported that approx. 3 months after the implantation this lead was explanted due to deformation.

Manufacturer narrative:
Upon receipt, the lead under complaint and the provided x-ray pictures were subjected to an extensive analysis. During the visual inspection, a bend in the distal part of the lead was noted, which can be considered to be the root cause of the clinical observation. Bending the lead body requires the presence of mechanical stress. It is reasonable to assume that this damage was due to mechanical forces applied during the implantation procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.